Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements with unspecified prosthesis on (B)(6) 2022. The capsular contracture was confirmed by the doctor. Reason for device explant and/or reoperation: cap con grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 29, 2022 indicated that, baker grade iii capsular contracture on the right, and baker grade ii on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Device evaluation completed on january 24, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on january 24, 2023 indicated that the patient underwent bilateral replacements as follow: r) sn#: (B)(6)/cat#: smpb-390, l) sn#: (B)(6)/cat#: smpb-390, right total capsulectomy, left anterior capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent a primary breast augmentation with mentor memorygel, 275cc silicone prosthesis developed bilateral capsular contracture (baker grade iii) post procedures. A physical examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.